Event description:
Physician reports rupture diagnosed by ultrasound. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and crease fold. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
Reason for reoperation: "patient started to feel discomfort and pain in breast area" (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reports rupture diagnosed by ultrasound. The device has been explanted. This relates to the right side.